Event description:
It was reported that insulin leaked from the tubing of a cartridge-driven infusion set because the user did not connect both tubing segments before priming and confirming drops, resulting in an incorrectly deployed infusion set and an unattached connector. Symptoms included low insulin delivery. Outcomes included reduced insulin available and a required change of the infusion set. Investigation included troubleshooting and user education. Investigation of this case revealed user error related to setup and priming steps. It was concluded that the event was attributable to user technique and that replacement infusion sets should be provided.